Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent mitral valve and tricuspid valve repair surgery on (B)(6) 2025. Following the procedure, the patient was connected to an external pulse generator (epg) to provide pacing support. It was noted that the epg¿s settings were reportedly established and monitored. On (B)(6) 2025, the epg misfired while it was connected, resulting in an r-on-t phenomenon at a vulnerable point in its rhythm which led to a cardiac arrest. It was noted that the patient experienced severe pain, fear, and physical distress for many hours prior to death. It was reported that the patient subsequently died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that post- surgery patient required intensive care for breathing support and heart rhythm management and developed acute kidney injury and worsened kidney function. Needed blood thinners and special cardiac diet. Chest x-rays showed some fluid in his lungs and possible infection. Persistent heart rhythm problems (bradycardia and arrhythmias) and required temporary pacemaker support. Experienced weakness, difficulty with mobility, and increased oxygen needs. He had mild, well-controlled pain at his incision and chest tube sites and had swelling in his legs.